Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code (B)(4)) was confirmed. Upon evaluation, the trunk cable was pulled from the distribution node (dn) pca, creating an open connection at the j702 connector. The cause of the code (B)(4) is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a patient's device was producing a service code (B)(4).